Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review ¿ 02.124.417 ¿ 7915741. Manufacturing site: (B)(4). Manufacturing date: 22.may.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of post-operative breakage is unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2014 to have a competitor's device removed following a fall and subsequent periprosthetic fracture. After the hardware was removed, a 16-hole variable-angle (va) condylar plate left was implanted. Sometime thereafter, the plate broke. The patient was returned to the operating room on (B)(6) 2015 to have the broken hardware removed. The surgeon indicated that the bone had not healed and linked it to her past history of infection. Swabs and cultures were taken for further evaluation. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: both pieces of the broken plate returned in a minigrip. The reference numbers etched on the plate correspond with the data reported in the complaint. The returned plate is broken in two pieces at the level of the hole. The plate has been identified being article 02.124.417. The complaint is confirmed. From visual inspection many of the holes are visibly damaged post production and resulted not being measurable. The undamaged holes were measured and found within specification. Considering that all the holes are manufactured with the same parameters and tools also the damaged holes were manufactured in accordance with specification. All the other measurable features of the plate resulted in specification. The conclusion of the product investigation is that there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.